Event description:
The patient reported exposed and frayed wires of the power supply box. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system and power accessories were received for evaluation. External visual inspection of returned material revealed exposed/frayed wires to the power supply w/box. When the returned power supply was plugged into an outlet with the returned power cord the green light indicating if the power supply is on was not lit.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined.